Manufacturer narrative:
The crt-d was reprogrammed to resolve future episodes and remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular tachycardia (vt) that was detected in a zone where therapy was not delivered. The arrhythmia then developed into a ventricular fibrillation (vf) where the device detected and then delivered defibrillation therapy. The patient was finally recovered after cardiac massage and external defibrillation was performed. No other effects were reported. There were no allegations that the device had malfunction, but rather that it was not programmed optimally for this patient.